Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000113067.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein 1 of the patients leads was explanted and replaced to address the issue. Investigation was unable to determine which lead was involved in the event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.